Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return parts were not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation, the cell-dyn ruby software algorithm is performing as designed when presented with samples containing interfering substances and conditions; therefore, this complaint was due to a sample specific incident. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated that falsely decreased platelet results were generated while using the cell-dyn ruby analyzer. The customer provided the following results (10x3/ul): sid (B)(6) 2015: initial: 41.1, retest 2.89, 3.87. Tested using the sysmex platform: 78 (reference range 150-450). No adverse impact to patient management was reported.